Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and observed a manifold pressure sensor failure in the error logs. Manifold pressure sensor and pressure limit calibrations were performed and the unit was returned to service.

Event description:
The hospital reported that during a case the unit had a "ventilate manually" message. The patient was manually ventilated to complete the case. No reported patient injury.